Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data:b3.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear) opening .(shell thickness was within specification) additional observations. ¿ black particle observed on the device.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.